Manufacturer narrative:
On (B)(6) 2023, we noted an error in the initial report: the device was reported as "not available" even if the visual inspection had already been performed and reported in the form. Piece is available and was returned on (B)(6) 2023.

Manufacturer narrative:
Batch review performed on 29 september 2023 lot 148428: (B)(4) items manufactured and released on 13-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a stem-head revision surgery was performed 7 year and 3 months after the first implant of a tha. The reported cause of the revision was stem loosening (amistem h). No clinical data are available about the patient. From CT images (only a few slices available), we can confirm radiological loosening at the interface bone-implant. It is difficult to determine the reason for the failure based on the information provided. However, loosening is a kind of failure often described in the literature and the cause often remains unknown. The revision surgery provided the implant of a quadra-c and a new ceramic head, and it completed successfully. Visual inspection performed by r&d project manager: looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Event description:
At about 7 years 3 months after the primary, revision surgery due to stem loosening. Stem and head successfully revised.